Event description:
During that atrial fibrillation cryoablation procedure, the patient experienced an air embolism. The embolism occurred after the transseptal puncture, when the physician removed the needle and the dilatator and re-inserted the guidewire into the sheath. It is thought that the air entered the sheath when the valve-pass was placed in the valve to insert the guidewire. It is possible that the valve-pass obstructed the irrigation entry of the sheath so the air was allowed into the left atrium. The procedure was stopped and the patient was placed in a hyperbaric chamber. The patient is stable.

Event description:
During that atrial fibrillation cryoablation procedure, the patient experienced an air embolism. The embolism occurred after the transseptal puncture, when the physician removed the needle and the dilatator and re-inserted the guidewire into the sheath. A bubble was seen in the heart using fluoroscopy and there was a segment of st elevation. It is thought that the air entered the sheath when the valve-pass was placed in the valve to insert the guidewire. It is possible that the valve-pass obstructed the irrigation entry of the sheath so the air was allowed into the left atrium. The procedure was stopped and the patient was placed in a hyperbaric chamber. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.